Event description:
It was reported that (1) devcie was used during an unknown procedure. It was reported by the affiliate that the tct75 instrument would not fire. Affiliate is attempting to obtain add'l info.